Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture with unknown baker grade.

Event description:
Healthcare professional reported right side "exchange with no complaint against the device". Later it was reported capsular contracture with unknown baker grade. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: one opening on radius side assessed as surgical damage. Nick is observed assessed as surgical tool scratch like. No further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported "baker grade ii."